Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the mechanical interaction with blood was not established as no product or data logs were returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
After further review MFR 1220648-2026-00847 was found to be a duplicate report of MFR 1220648-2026-00789. Thus all information has been consolidated in MFR 1220648-2026-00789.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. There was a concern for clot ingestion in the impella as evidenced by decreased motor current pulsatility and increased hemolysis. Hemolysis was diagnosed by lactate dehydrogenase (ldh). Ldh was 9600 which was up from 1000. Packed red blood cells were given. Pump position was confirmed good via imaging during the hemolysis. The hemolysis did the resolve with the addition of blood products. In the operating room, transesophageal echocardiogram was done and a thrombus was found in the descending aorta, aortic arch, and along the septal wall of the left ventricle. Right femoral artery (rfa) extracorporeal membrane oxygenation cannula was moved to the right axillary chimney graft. Inari was placed in the rfa. The impella cp was removed from the left femoral artery over the wire due to the reported events. The patient's outcome is stable.

Manufacturer narrative:
D6b explant date updated.